Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 is unknown. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the tubing caused the pump beeping and exhibited a no disposable clamp tubing alert. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email: patient information (initials, date of birth, gender), patient discarded extension sets, additional information is unknown. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.